Event description:
It was reported that a malfunction occurred on the pump, specifically with a malfunction code labeled as malf 16. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support to reset the pump, but the malfunction persisted. Consequently, the pump was set to be replaced by technical support. The customer switched to using multiple daily injections (mdi) as a backup therapy and had a new pump available for use.